Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A consumer reported the little micro-finder to see if the implantable neurostimulator (ins) was on was not working. The patient was supposed to be on 4.7v, but they were on 4.5v. The patient was not sure how they got to 4.5v and they needed assistance on changing the settings back to the original settings. The patient was successfully able to change the settings back to 4.7v. The patient's indication for use is essential tremor and movement disorders.